Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician observed an ams episode stored in the pacemaker; however, diagnostics displayed anomalous readings. The leads are not suspected to have contributed to the event. Reprogramming was recommended. The patient is stable. No further information is available.